Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus noted on the device. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip xtr was implanted reducing mr to grade 1 to 2. During the positioning of the second device, the ntr clip delivery system (cds) in the left atrium, thrombus was seen on the clip. The patient had a known heparin allergy and was therefore anticoagulated with argatroban. The patient was given medication to lyse the thrombus. After around 45 min to 60 min the thrombus was no longer seen. The undeployed ntr cds and steerable guide catheter were removed from the patient anatomy. The procedure was completed with the first clip, the mitraclip xtr and an mr grade of 1 to 2. The patient was stable and showed no signs of a stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.